Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.date of event: unknown.

Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6), 2001. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.